Manufacturer narrative:
(B)(4). One unit was received with approximately 3ml of fluid in the reservoir. Upon receipt, flow was visually observed at the distal luer. The fluid in the bladder was allowed to drain until emptied. A functional flow rate test was subsequently conducted on the unit for 17 hours. The flow rate was found to be within the specification of the product. Based on the functional flow rate test result, the reported condition was not confirmed. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between 06/30/2013 and 07/01/2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contents of a folfusor elastomeric device did not infuse the entirety of its solution (fluorouracil and an unknown diluent) during use on a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.